Event description:
Reporter noted they were unable to change modes between vitrectomy, extrusion and scissors during membrane dissection. Switched out unit to complete the case. Prolonged surgery. Felt this could cause injury if it recurs. Condition listed as fair, prognosis: guarded.